Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette locked but not latched error. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 7/7/2025. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, the latch lock, sensors, ground strips and handle were replaced as preventive. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.